Event description:
Information received by medtronic indicated that the customer went out swimming in the lake and insulin pump was not turned on. There was a crack at battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring, black. Customer returned pump for cosmetic damage at the back casing (crack) and blank display found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, minor cracked display window, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Blank display due to moisture damage on the pcba 1.